Manufacturer narrative:
Correction: no patient information provided as no patient was involved in this concern. A medtronic representative, following up with the x-ray department at the site, reported that the site did not use the imaging system for a procedure the day this issue was reported ((B)(6) 2016). The medtronic representative reported the site x-ray department is not sure what this was in reference to. No known problem with the system. Reported in error; no known problem.

Manufacturer narrative:
Patient information was not provided by the site. No parts or files have been replaced/returned.

Event description:
A site biomed representative reported that the o-arm gantry door would not open. He was reporting on behalf of the xray department and had limited information. He believed this was discovered during surgery. No patient harm was reported.